Event description:
It was reported to boston scientific corporation on october 13, 2022, that a wallflex fully covered biliary rmv stent was implanted to treat a post-transplant benign stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. During the procedure, the wallflex fully covered biliary stent was able to be deployed; however, it was noted that the proximal section of the fully covered wallflex biliary stent was left uncovered. The wallflex fully covered biliary stent remained implanted, and the procedure was completed. On (B)(6) 2022, three months post stent placement, the patient was scheduled for stent removal. During the procedure, it was difficult to remove the wallflex fully covered biliary stent as the intestinal mucosa had entered the uncovered meshes. Eventually, the wallflex fully covered biliary stent was removed from the patient with forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the wallflex fully covered biliary stent deployed inside the patient was provided and it was noted that the stent was fully covered as labeled. **additional information received on october 28, 2022 and november 04, 2022** it was reported that the physician prefers an end to end covering to the wallflex biliary fully covered stent for an easier stent removal contrary to the 2mm uncovered portion from the proximal loop design as indicated in the instructions for use (IFU).

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with additional information received on october 28, 2022 and november 04, 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a150207 captures the reportable event of stent difficult to remove.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex fully covered biliary rmv stent was implanted to treat a post-transplant benign stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. During the procedure, the wallflex fully covered biliary stent was able to be deployed; however, it was noted that the proximal section of the fully covered wallflex biliary stent was left uncovered. The wallflex fully covered biliary stent remained implanted, and the procedure was completed. On (B)(6) 2022, three months post stent placement, the patient was scheduled for stent removal. During the procedure, it was difficult to remove the wallflex fully covered biliary stent as the intestinal mucosa had entered the uncovered meshes. Eventually, the wallflex fully covered biliary stent was removed from the patient with forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the wallflex fully covered biliary stent deployed inside the patient was provided and it was noted that the stent was fully covered as labeled.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4).